Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia, rupture, swollen lymph nodes. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with two 300cc mentor memorygel breast implants experienced right sided rupture post procedure. It was also reported, per the MRI report, that the patient developed lymphadenopathy in the right axilla region and seroma in the left breast post procedure. No information was provided regarding testing of the seroma fluid and the pathology of lymph nodes. It was also reported that the patient has suffered bilateral breast ptosis. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.